Event description:
It was reported that the pulse generator exhibited back up vvi mode. A re-interrogation restored normal function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.